Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a review of a carelink transmission, there were episodes of atrial tachycardia/atrial fibrillation associated with an implantable pulse generator (ipg). The specific issues identified included atrial undersensing, inappropriate termination of these episodes, and a chronically small p wave. It was noted that the atrial under sensing was causing inappropriate termination of the episodes. The p wave had been small prior to the onset of atrial tachycardia/atrial fibrillation. The sensitivity was programmed to 0.15mv bipolar, and it was discussed that assessing unipolar atrial sensing might be beneficial, as the unipolar p wave could be larger. It was also noted that the stored electrograms (egm) appears faster that the episode summary. The right atrial (ra) lead and ipg remain in use